Manufacturer narrative:
(B)(4).

Event description:
A nurse complained of questionable inr result from a coaguchek xs meter with a serial number of (B)(4) (meter a) compared to the inr result from another coaguchek xs meter with a serial number of (B)(4) (meter b). From meter b at 1:39 pm the nurse obtained a result of 7.6 inr. From meter a at 1:44 pm the nurse obtained a result of 5.7 inr. The nurse believed the inr result from meter b to be accurate and was going to hold the patient's coumadin dose of 2.5 mg for 2 days. The nurse also instructed the patient to eat more greens. The patient has not required medical treatment. There was no allegation of an adverse event. The patient's therapeutic range was 2.0-3.0 inr. The patient's current condition was provided as stable. The patient had no symptoms of high blood pressure. The patient has had no changes in health or changes in other medications. The patient is not anemic, has no antiphospholipid antibodies, and is no other anticoagulants. A different strip lot was used in meter b. The strip lot was 28632213 with an expiration date of 06/30/2019. The strips were requested for investigation. Replacement product was sent. The meters were not requested for return as the nurse stated the onboard control results were acceptable within 24 hours of the event. The investigation is currently ongoing.

Manufacturer narrative:
The patient's strips were returned for investigation. The returned strips and retention meter were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 54%, donor 2 hct: 50%. Testing results: donor 1: retention meter with master lot strips: 2.7 inr, customer meter with customer strips: 2.6 inr. Donor 2: retention meter with master lot strips: 2.4 inr, customer meter with customer strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Nurse completed a second test using the same fingerstick where sample was applied several minutes after lancing the finger. Product labeling states that the use of the same fingerstick to dose multiple test strips has been known to effect test results. Relevant retention test strips (lot 286322, lot 266837) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.